Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, health effect ¿ clinical code: added e0619. H6, health effect ¿ impact code: added f02. H6, medical device problem code: replaced a1502 with a150201. Added a010103 and a2304. H6, component code replaced g07003 with g04088: added g04027. H6, type of investigation: added b20, b14, b11. H6, investigation findings: replaced c21 with c19. Code c19: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced d16 with d15. Added d12. No additional information was received for this patient. Based on the incident description and the subsequent investigation, gore is unable to determine the cause of this incident and assign a root cause. The instructions for use (IFU) for the gore® cardioform asd occluder state the following use indication: "the gore® cardioform asd occluder is a permanently implanted medical device intended to close an ostium secundum atrial septal defect (asd)." In its warning section, the IFU cautions: "the gore® cardioform asd occluder is not recommended for and has not been studied in treatment of ventricular septal defect (vsd) closure, left atrial appendage (laa) closure, or valve repair. Use in these applications may result in occluder embolization, cardiac anatomy encroachment, thromboembolization, thrombus formation on the occluder, or other serious complications." Possible adverse events and complications that may occur with the use of gore® cardioform asd occluder or any septal occluders may include but are not limited to: significant pleural or pericardial effusion requiring drainage, death.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains in the patient. Therefore, an evaluation of the device cannot be performed. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 44 mm gore® cardioform asd occluder during an off label procedure to treat a post-myocardial infarction ventricular septal defect measuring to 20 mm on computed tomography and transthoracic echocardiography (toe) imaging. Following deployment, the right disc appeared to be partially in the defect and was recaptured and redeployed. The appearance of the right disc remained the same and a small visible shunt was noted. The device was locked and released; the occluder remained in place. As the patient was extubated (approximately 30 minutes post procedure) their cardiac output went down and toe showed cardiac tamponade and a chest drain was started. Toe showed the device had moved but did not embolize. Discussion with surgeons determined device removal was not an option and the patient expired shortly afterwards.